Event description:
It was reported, the light source image was pitch black. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6) clinic, (added here due to maximum character limitation). The device was returned and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected field: d10 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The costumer complaint was not confirmed, and a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "image turned black¿ malfunction would likely be the connector contact failure. Olympus will continue to monitor field performance for this device.